Event description:
A healthcare facility in san diego reported via a fisher & paykel (f&p) field representative, that a 950a81j adult ventilator dual heated circuit kit was leaking air during patient use. There was no reported patient harm.

Manufacturer narrative:
(B)(6). Section d4: complete device identification information was not provided. Fisher & paykel (f&p) healthcare are currently in the process of obtaining further information regarding the reported event. We have also requested the return of the subject 950a81 adult ventilator dual heated circuit kit to f&p healthcare new zealand for investigation. We will provide a follow up report upon completion of our investigation.